Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for two patients. The following results were provided (reference range, sodium 137 mmol/l ¿ 145 mmol/l): initial sodium result= 117.7 mmol/l; repeat result= 137 mmol/l. Sid 852316189301, initial sodium result= 119.9 mmol/l, repeat result= 141.6 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number: (B)(6) and performed multiple troubleshooting procedures, including replacement of the ict to ict pre amp cable. Replacement of the ict to ict pre amp cable resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the ict to ict pre amp cable did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number: (B)(6) or the ict to ict pre amp cable was identified.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for two patients. The following results were provided (reference range, sodium 137 mmol/l ¿ 145 mmol/l): initial sodium result= 117.7 mmol/l; repeat result= 137 mmol/l sid: (B)(6), initial sodium result= 119.9 mmol/l, repeat result= 141.6 mmol/l. There was no impact to patient management reported.